Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) with grade of 4. Two clips were implanted, reducing mr to grade 2. On (B)(6) 2023, the patient was presented with heart failure, fever, and endocarditis on both implanted mitraclip. Vegetations were noted on echocardiogram. Antibiotics were administered intravenously. The patient is known with liver cirrhosis and experienced a septic arthritis of right knee which potentially could explain the onset of the endocarditis.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported endocarditis appears to be related to patient conditions. The heart failure and fever are cascading effects of the endocarditis. The reported hospitalization and medication required were results of case specific circumstance as the patient returned to the hospital due to the patient effects and antibiotics were administered intravenously. There is no indication of a product issue with respect to manufacture, design or labeling.